Event description:
It was reported that during the implant attempt, oversensing due to noise was encountered when the right ventricular (rv) lead was hooked to the device. A possible grommet tear/issue was suspected. The device was replaced. When a second device was connected, noise was also seen. The rv lead was capped and replaced. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.